Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the finding in b5, evaluation found the customer's allegation was confirmed due to a pinhole on rubber. Also, evaluation found the following: adhesive on rubber had a chip, connection tube had a wrinkle, forceps cannot be inserted smoothly due to a dent on channel tube, channel cleaning brush cannot inserted smoothly due to a dent on channel tube, connecting tube had a dent, connecting tube had a buckling, universal cord had a scratch and an abnormal sound was made due to damage on angulation lever. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera bronchovideoscope had air/water leakages. The inspection and testing of the returned device found the connecting tube coating was peeled. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.